Manufacturer narrative:
No additional information was provided by the mhra UK. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that allergic rash. Blood donor donated and rash continued for 6-7 days in total and was red, raised and itchy. No oozing and vp site not hot to touch the patient was taking chloraprep for: allergic rash.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that allergic rash. Verbatim: blood donor donated and rash continued for 6-7 days in total and was red, raised and itchy. No oozing and vp site not hot to touch the patient was taking chloraprep for: allergic rash.